Event description:
Reporter reported via a distributor that the heater wire connector in 2 inspiratory tube of the rt236 breathing circuit was incorrect. The heater wire connector was the same as that on the expiratory tube.

Manufacturer narrative:
The 2 devices are currently en route to the manufacturer for investigation, however, an evaluation is provided based on the event description. This incident is similar to complaints received of inspiratory heater wire incorrectly overmolded with the connector for an expiratory heater wire during the overmolding process. Further investigation into the production process revealed that this is due to operator error during production for a period of approximately 2 hours. The size of the batch of breathing circuits produced is therefore not significant. We have modified our production process to prevent recurrence of this issue. The incorrect connectors prevent the circuit from being connected to the humidifier which is equivalent to an open circuit heater wire situation. The humidifier would therefore alarm. This is in addition to the user detecting the fault upon setup. A lot check on infant breathing circuits has other complaints with devices affected for this lot number. Our monitoring and trending of incorrectly overmolded heater wire plugs in infant breathing circuits has a rate of occurrence of 142 ppm worldwide in the last year to december 2008. Since august, in the complaints received, the number of devices affected has begun to show a steady decline.